Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that the patient¿s liberty select cycler screen went blank during an unknown phase of treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The caregiver was advised to have the patient discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During a follow up call with the patient¿s contact, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event. The patient was able to do manual treatments until the new cycler arrived. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.